Event description:
During a pulmonary vein isolation procedure, an air embolus occurred. Following the replacement of a heparinized saline bag, the patient became hypotensive and st elevation was noted on the ECG. It was noted while replacing the heparinized saline bag the stopcock was inadvertently opened to the patient allowing air to enter through the catheter. Air was visualized via fluoroscopy. A coronary catheterization was then performed visualizing no further air and the patient¿s vital signs and ECG returned to baseline. A neurological assessment revealed no adverse result from the event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the receiving inspection results, which showed the lot was manufactured according to specifications. Based on the information received, the cause of the reported air embolism was procedure related.